Manufacturer narrative:
Approximate age of device ¿ 4 years 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient suffered a stroke on an unspecified date, and several weeks later on (B)(6) 2017, the patient expired. An autopsy is anticipated to be performed. Additional information regarding the stroke and the time leading up to the patient outcome was requested.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported stroke and subsequent patient outcome could not be conclusively determined. The pump was returned assembled with the driveline intact. Examination of the pump upon disassembly revealed depositions that lacked structure within portions of the inflow conduit, outflow conduit, and pump stators. These depositions were not well-adhered and lacked both lamination and denaturation. Furthermore, their absence of structure indicates that these depositions developed acutely and may not have been present while the pump was supporting the patient. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.